Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anaemia ("anemia"), vaginal infection ("vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia"), dysmenorrhoea ("menstruation pain") and menorrhagia ("menorrhagia/ prolonged menstruation"). The patient was treated with surgery (hysterectomy/essure removal surgery). Essure was removed on (B)(6) 2013. In 2013, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the back pain, anaemia, vaginal infection, dyspareunia, dysmenorrhoea, menorrhagia and procedural pain was resolving. The reporter considered anaemia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, procedural pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain/ lower back pain"), anaemia ("anemia") and rectal prolapse ("bowel protrusion") in a 38-year-old female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Concurrent conditions included fibroids since 2006, post coital bleeding, abdominal cramps, vaginal wall congestion, urethral diverticulum, fibroids, adenomyosis (in the fundus of uterus,), hyperplasia, skene's duct cyst, uterine fibroid, lower abdominal pain, vaginal bleeding and bleeding menstrual heavy. Concomitant products included evra (ortho evra) from (b)(B)(6) 2011 to (B)(6) 2011, metronidazole (flagyl) until 2012, sertraline and valaciclovir hydrochloride (valtrex) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea ("menstruation pain"). On (B)(6) 2012, 1 month 5 days after insertion of essure, the patient experienced anxiety ("anxiety"). In (B)(6)2012, the patient experienced back pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced fatigue ("fatigue,"), vaginal prolapse ("vaginal fullness/prolapse") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia/ prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On(B)(6) 2012, the patient experienced depression ("depression"). In 2013, the patient experienced anaemia (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced rectal prolapse (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, pelvic pain ("pain,") and constipation ("constipation"). The patient was treated with surgery (supracervical hysterectomy/essure removal surgery) and surgery (two stitches for descending colon). Essure was removed on (B)(6) 2013. At the time of the report, the back pain, anaemia, vaginal infection, dyspareunia, dysmenorrhoea, menorrhagia and procedural pain was resolving, the rectal prolapse outcome was unknown and the vaginal haemorrhage, anxiety, pelvic pain, fatigue, constipation, depression, vaginal prolapse and bacterial vaginosis had resolved. The reporter considered anaemia, anxiety, back pain, bacterial vaginosis, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, procedural pain, rectal prolapse, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-mar-2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: new pfs received- new events added: bowel protrusion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and anaemia ("anemia") in a 38-year-old female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Concurrent conditions included fibroids since 2006, post coital bleeding, abdominal cramps, vaginal wall congestion, urethral diverticulum, fibroids, adenomyosis (in the fundus of uterus,), hyperplasia, skene's duct cyst, uterine fibroid, lower abdominal pain, vaginal bleeding and bleeding menstrual heavy. Concomitant products included evra (ortho evra) from (B)(6) 2011 to (B)(6) 2011, metronidazole (flagyl) until 2012, sertraline and valaciclovir hydrochloride (valtrex) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea ("menstruation pain"). On (B)(6) 2012, 1 month 5 days after insertion of essure, the patient experienced anxiety ("anxiety"). In 2012, the patient experienced fatigue ("fatigue,"), vaginal prolapse ("vaginal fullness/prolapse") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2012, the patient experienced anaemia (seriousness criterion medically significant), menorrhagia ("menorrhagia/ prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced depression ("depression"). In 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, pelvic pain ("pain,") and constipation ("constipation"). The patient was treated with surgery (hysterectomy/essure removal surgery). Essure was removed on (B)(6) 2013. At the time of the report, the back pain, anaemia, vaginal infection, dyspareunia, dysmenorrhoea, menorrhagia and procedural pain was resolving and the vaginal haemorrhage, anxiety, pelvic pain, fatigue, constipation, depression, vaginal prolapse and bacterial vaginosis had resolved. The reporter considered anaemia, anxiety, back pain, bacterial vaginosis, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a 38-year-old female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Concurrent conditions included fibroids since 2006, post coital bleeding, abdominal cramps, vaginal wall congestion, urethral diverticulum, fibroids, adenomyosis (in the fundus of uterus,), hyperplasia, skene's duct cyst, uterine fibroid, lower abdominal pain, vaginal bleeding and bleeding menstrual heavy. Concomitant products included evra (ortho evra) from january 2011 to december 2011, metronidazole (flagyl) until 2012, sertraline and valaciclovir hydrochloride (valtrex) from 2011 to 2013. On (B)(6) 2011, the patient had essure inserted. On 19-jan-2012, 1 month 5 days after insertion of essure, the patient experienced anxiety ("anxiety"). In july 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On 19-jul-2012, the patient experienced depression ("depression"). In 2013, the patient experienced anaemia ("anemia") and procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia"), dysmenorrhoea ("menstruation pain"), menorrhagia ("menorrhagia/ prolonged menstruation"), pelvic pain ("pain,"), fatigue ("fatigue,"), constipation ("constipation") and vaginal prolapse ("vaginal fullness/prolapse"). The patient was treated with surgery (hysterectomy/essure removal surgery). Essure was removed on 19-mar-2013. At the time of the report, the back pain, anaemia, vaginal infection, dyspareunia, dysmenorrhoea, menorrhagia and procedural pain was resolving and the vaginal haemorrhage, anxiety, pelvic pain, fatigue, constipation, depression and vaginal prolapse had resolved. The reporter considered anaemia, anxiety, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 5-mar-2012: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information, patient demographic information, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 901332,concomitant product, new events anxiety, anemia, pain, fatigue, constipation, depression, vaginal fullness/prolapse were added. On 28-feb-2018: fu 1st and 2nd process togethermedical information, new reporter information, relevant history and concurrent condition were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") and anaemia ("anemia") in a 38-year-old female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids. Concurrent conditions included fibroids since 2006, post coital bleeding, abdominal cramps, vaginal wall congestion, urethral diverticulum, fibroids, adenomyosis (in the fundus of uterus,), hyperplasia, skene's duct cyst, uterine fibroid, lower abdominal pain, vaginal bleeding and bleeding menstrual heavy. Concomitant products included evra (ortho evra) from (B)(6)2011 to (B)(6)2011, metronidazole (flagyl) until 2012, sertraline and valaciclovir hydrochloride (valtrex) from 2011 to 2013. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea ("menstruation pain"). On (B)(6)2012, 1 month 5 days after insertion of essure, the patient experienced anxiety ("anxiety"). In 2012, the patient experienced fatigue ("fatigue,"), vaginal prolapse ("vaginal fullness/prolapse") and bacterial vaginosis ("bacterial vaginosis"). In july 2012, the patient experienced anaemia (seriousness criterion medically significant), menorrhagia ("menorrhagia/ prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2012, the patient experienced depression ("depression"). In 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, pelvic pain ("pain,") and constipation ("constipation"). The patient was treated with surgery (hysterectomy/essure removal surgery). Essure was removed on(B)(6)2013. At the time of the report, the back pain, anaemia, vaginal infection, dyspareunia, dysmenorrhoea, menorrhagia and procedural pain was resolving and the vaginal haemorrhage, anxiety, pelvic pain, fatigue, constipation, depression, vaginal prolapse and bacterial vaginosis had resolved. The reporter considered anaemia, anxiety, back pain, bacterial vaginosis, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Added events bacterial vaginosis. Updated event, onset dated and outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.